Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the left ventricular lead was unable to be inserted through a catheter. Another catheter was used, and it was noted that the lead was still unable to be inserted. Hence, it was determined that it could be due to lead issue. Another lead was attempted using the same catheter and the lead was inserted smoothly but it was unable to be implanted due to patient anatomy. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.